Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t did not properly heat during priming. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported issue. All circuits were checked with a thermometer for various temperature settings and all values were found to be within the tolerance range. The service representative noted that the use of long hoses could be a factor in causing the reported issue. Functional checks and a test run were performed and no further issues were noted. The unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) has initiated a root cause investigation ((B)(4)) for this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t did not properly heat during priming. There was no report of patient injury.